Event description:
Spouse reported customer being hospitalized for dka. Spouse stated that no delivery alarm occurred on pump the day prior to hospitalization. Customer had charged set twice. During troubleshooting, spouse did not have battery in pump. Failed battery test battery test alarm occurred when battery was inserted. Pump settings were erased at that time. Customer is using wrong infusion set for body type and has been inserting in abdomen area for years. Spouse advised of different sites and correct set.